Event description:
The customer reported that about .2 ml of sample leaked from the coulter act diff 2 analyzer and stayed on the cap when the vial was removed from the unit. Customer was also having a problem with the low controls lot 065100 expiration 11/8/13 leaking from the caps. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) observed that probe was puncturing rubber cap in multiple spots on each tube. He inspected analyzer and found that the tube holder in the door was not snapped into place. He replaced the tube holder and tested the probe pierce on an empty rubber stopped tube; probe was accurately piercing in same spot. The fse ran startup to verify instrument and issue was resolved. (B)(4).